Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 299mg/dl. The customer was experiencing unexplained high glucose for two days. The customer stated that the events leading to her admission was chest pain. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. The customer stated that she wears the infusion set for longer than recommended. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.